Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic for a left ventricular (lv) lead explant procedure. Prior examination of the lv lead revealed high capture thresholds. The lv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h6- codes should reflect device not being returned.